Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrodes on his back. The patient had grovers disease and was susceptible to skin irritations. The patient was prescribed an unknown cream by his dermatologist. The medical outcome of the patient's irritation is unknown.